Event description:
Additional information revealed that the patient's ipg had reached its normal end of life. There are no allegations against the ipg.

Manufacturer narrative:
Ipg is no longer reportable as it has reached its normal end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention may take place to address the issue.